Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (dsuj) and two distal set-up joint (dsuj) for failure analysis investigation. The units were analyzed and the following information was obtained: proximal set-up joint: the unit was returned for failure analysis and the reported error 3210 and 1161 were confirmed and replicated. In log review, error 32101 was confirmed indicating a high side power switch fault reporting to the axes controller unit (acu) board. Error 1161 coupled this error also indicating a voltage monitoring fault reporting to the acu board. Installed proximal onto golden system where error 32101 & 1161 were replicated on startup. Tested proximal on psc fixture test platform (pftp) where it failed to unlock all brakes, with error 32101 still being present. After testing was complete, visual inspection found no issues related to the reported event. Distal set-up joint: the unit was returned for failure analysis and the reported error 3210 was confirmed but not replicated. In log review, the reported error 32101 was confirmed, indicating a high side switch error reporting to the acu board (on the proximal). Error logs did not indicate any faults on the distal at the time of failure. Installed distal onto golden system where no faults occurred in normal mode and unit functioned as expected. Tested distal on psc fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no issues related to the reported event. Further RMA investigation found multiple units returned at time of event. Verified via remotefe that proximal 716867 was installed on same armnet as distal in field (arm 3). Proximal was tested separately and replicated reported event. During proximal testing, unit triggered err 32101 & 1161 on a golden system, replicating the reported event. Distal set-up joint: in log review, the 31221 error was found indicating a highside switch fault fpga logic has detected a loss of power, along with error 319 indicate nodes 181 ¿ 186 were not present at start up, confirming the fault occurred in the field. The unit was then installed onto a golden system where it triggered errors 31221 and 319 in normal mode, replicating the reported event. After testing was complete, golden proximal experience consistent electrical failures (32101 & 1161) after removing distal, which is consistent with the reported event. Visual inspection found no issues related to the reported event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the two sets of proximal set-up joint (dsuj) and distal set-up joint (dsuj) for failure analysis investigation. The units were analyzed and the following information was obtained: proximal set-up joint (dsuj);in logs, the 32101 error was found indicating high side switch error pointing to acu, confirming the fault occurred in the field. Upon visual inspection, no issues were found the would be related to the reported event. The unit was installed onto a golden system and error 32101 was triggered at startup in normal mode. The unit was then installed onto a pftp and the unit failed to release the brakes during testing. Installed a golden acu and retested the unit with passing results. Reinstalled the original acu and tested again an the unit failed the brake test again. Once testing was completed, the pca was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the logs and noticed some errors. The fse then reseated the universal power distributor (upd) and replaced the two sets of proximal set-up joint (dsuj) and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered an error 31221 on the system. The technical service engineer (tse) walked the customer through hard power cycling the system but the error persisted. The procedure outcome is unknown at this time with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer verified that the system was functional at startup with no errors. There was no injury to the patient due to the issue and the procedure was completed laparoscopically.